Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient following c2 fracture and prolonged immobility. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava, struts detached and lodged in inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years of post-deployment, computed tomography of the abdomen and chest with contrast revealed the filter projects over the right side of the l3 and l4 vertebral bodies on the posteroanterior view. A curvilinear 2.8 cm metallic structure was noted within the right ventricular apex favored to correlate filter leg. At least 3 curvilinear metallic foreign bodies projected over the right apex, right lung base, and right ventricle. These structures are unchanged in position. Around, two months and eighteen days later, chest x-ray 2 views was revealed three metallic curvilinear foreign bodies project over the chest, one was embedded within the right upper lobe, another one was embedded/lodged within the right ventricle, and another one overlaid the medial right lung base on the posteroanterior view. The right basilar foreign body was not clearly identified on the lateral view. Other than the embedded foreign body, the cardiac silhouette and mediastinal structures are normal. The patient experienced chest pain. Therefore, the investigation is confirmed for the filter limb detachment. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient following fracture and prolonged immobility. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava, struts detached and lodged in inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.